Event description:
The customer reported the ventilator went vent inop and alarmed when the device was powered on. The ventilator was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician verified a vent inop occurrence and o2 valve failure in the ventilator's diagnostic log history. The service technician replaced the oxygen motor controller pcb board to address the findings. Performance verification testing was completed and tests passed to operating specifications.